Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report of "ECG failure" and "ECG disabled" were observed during review of the device data log. However, the device was put through bench handling and full functionality stress testing using a known good ECG cable and multifunction cable on simulator without duplicating a malfunction to the device. The error messages cleared on the next power cycle. The multifunction receptacle was replaced as a precaution. The device was recertified and returned with a replacement multifunction cable to the customer. The multifunction cable used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.